Event description:
It was reported the patient had a shocking or jolting sensation in certain positions. It was noted the patient was getting jolts in their head, face, and jaw. It was further noted that with stimulation off there was no jolting or metallic taste. The reporter stated the patient had jolts to their face and a metal taste in their mouth when impedance checks were done. The reporter further stated the patient had the implantable neurostimulator (ins) changed out and the patient was seen on (B)(6) 2014 and they still had problems. It was note that certain positions made the pain, jolting, and metal taste returned. It was further noted that when the ins was turned off the issues went away. It was noted that both inss were currently off. It was further noted that an x-ray was ordered and nothing was seen. Additional information received reported the manufacturing representative would be meeting with the patient on (B)(6) at the healthcare professional¿s office. Additional information received reported the patient had not been seen in the clinic yet and their appointment was moved to tomorrow. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2014-03699.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0454427v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported the cause of the issue was not determined. It was noted the patient was seen by their health care professional one day prior to report and they still had a metal taste in their mouth when the device was on. It was noted the patient did not experience shocking but they still experienced the metal taste.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a shocking or jolting sensation in the patient's left jaw and the patient tasted metal on the left side. It was noted that the implantable neurostimulator (ins) was on the left side. It was reported that the device was turned off on (B)(6) 2014 for a couple of months and the patient was not feeling the adverse sensations with the device off. The reporter stated that when they turned on the device on (B)(6) 2014 the only time the patient felt tingling in the jaw and the metal taste was when they were running impedances. Impedances were taken many times with the patient in different positions, head locations, and arm locations. It was noted that there were no reported changes in the medications that the patient was taking. The patient was programmed on -2, +1 at 60 pulse width, 185 rate, and 3 volts and had a therapy impedance of 1878 ohms, 1.64 miliamps at 3 volts. Two weeks later, it was reported that the doctor was going to open the patient up to check the extension and the lead. It was noted that the patient was tasting metal in his mouth. It was later reported that the doctor went on to replace the extension and implantable neurostimulator (ins) on (B)(6) 2014. It was noted that electrode impedances run at 3.00 volts had values ranging from 976 ohms to 2338 ohms and at 1.5 volts the case and electrode 3 had a value of 2514 and was stated to be high. All impedances noted to be in the normal range.

Event description:
New information revealed that the implantable neurostimulator (ins) in this manufacturing report was the one replaced in (B)(6). Refer to manufacturing reports #3004209178-2014-03699 and 3004209178-2014-16783 for any new and current information about the patient.

Event description:
Additional information received reported the patient was doing fine.